Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurring occlusion alerts while using an infusion set with a contact detach configuration, persisting for about a week and resolved only after replacing the cartridge, connector, and tubing and restarting supplies. Symptoms included no reported blood glucose impact. Outcomes included successful resolution following supply replacement and user education on troubleshooting and setup. Investigation included guided troubleshooting, infusion set replacement, and re-priming with new consumables. Investigation of this case revealed device performance consistent with an occlusion associated with infusion set or disposable supply issues, which resolved after replacing the affected components. It was concluded, based on previously established findings for similar reports, that the cause was infusion set or disposable component occlusion.